Event description:
Inbound, husband reported in the past 24 hours, two cassettes cause no disposable alarm on both pumps and had to discard and change to another cassette each time. The lot number for all cassettes 4200716, exp: 09/24/2026, stated one cassette lasted for 12 hours and second one lasted 4 hours.